Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient may turn stimulation off for 2-3 days a week. The patient said when stimulation is turned off, all of a sudden, he will feel the device come on in his body. The patient said he can feel it in his leg and back. The patient said he feels it come on and his patient programmer is not with him. The patient said when he checks the device, it shows stimulation is off, but he can feel it is on. It was recommended the patient keep track when the device is turning on by itself and follow up with their healthcare provider (hcp) to have the device checked. No further complications were reported.